Event description:
This catheter was being utilized for a coronary arteriography procedure when an artery dissection occurred. A stent was placed to repair the dissection while the pt was still in the catheterization lab. The pt was considered to be doing fine. Note: the catheter in use at the time of this incident was the judkins left from the multi-pak I.